Event description:
Boston scientific received information that the right ventricular (rv) lead has exhibited increased impedance measurements over the years that eventually lead to an alert for a high out of range pacing impedance measurement. It was noted that all other measurements for the rv lead were within limits and no noise was observed. The clinic opted to monitor the patient at that time. Additional information was received five months later that another alert was received for a high out of range pacing impedance measurement. The field representative stated that upon evaluation, it was noted that the rv lead impedance had gradually increased and that the threshold measurement had also increased. A lead revision procedure was performed due to concern over a fracture. The field representative noted that there was no loss of capture, no pacing inhibition or asystole and no adverse patient effects due to the increasing impedance and threshold measurements. The existing rv lead was surgically abandoned and a new lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.